Event description:
It was reported that at 21:30 during ventilation of a patient the device restarted and alarmed the error code ¿02.12.001¿ after start-up. The patient was swapped onto another device and was not harmed. The device kept on restarting a few times until it stopped turning back on.

Manufacturer narrative:
The log file of the affected device (manufactured in july 1997) was provided for the investigation. Based on the log entries it could be confirmed that the device performed multiple warmstarts between 21:30 and 21:36 on (B)(6) 2023. When the device was started on 6th april it operated as specified again. The logged error code 02.12.001 indicates that the airway pressure has been significantly above the set alarm limit paw-high for more than 1 second. The specified reaction by the device is to perform a warmstart in order to lower the airway pressure back to the set value. Based on the log entries there is no indication of a permanent malfunction, and a specific root cause could not be determined. However, it is likely that the excessive pressure was detected incorrectly after opening the hose system during ventilation between y-piece and patient in order to perform a suction. The temporary issue was solved after switching off the device. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. If the warmstart was not successful in resolving the issue, another warmstart will be initiated. In this case, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.